Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 471 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.